Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28 mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. The patient underwent concomitant ablation with farapulse pfa, followed by a failed left atrial appendage occlusion attempt with a watchman device involving multiple repositioning attempts, after which a 28 mm amplatzer amulet was selected. Appendage sizing was considered borderline for a 25¿28 mm device; however, fluoroscopic imaging estimated a 22 mm landing zone measurement, and a low left atrial pressure of 7 mmhg influenced the decision to proceed with the 28 mm device. No pericardial effusion was noted prior to the procedure, though transverse sinus fluid was reported. The transseptal puncture location was described as inferior mid. The amulet entered the body at 08:42, required two partial recaptures, and was released at 08:55, with the procedure concluding at 09:00. The procedure followed multiple unsuccessful watchman device attempts and involved multiple catheter and sheath exchanges, including wire/catheter exchange in the left upper pulmonary vein (lupv) and use of faradrive, boston scientific trusteer, and abbott torqvue 45 × 45 14f delivery sheath systems. No wire was placed in the left atrial appendage. Heparin was administered during the procedure with activated clotting times maintained above 250 seconds, with documented act values of 302, 404, and 291 seconds, though the total amount of heparin administered was not available in the patient chart; reversal was performed with 50 mg of protamine. The patient was monitored per standard protocols for several hours. A transthoracic echocardiogram performed prior to discharge was normal, and the patient was discharged the same day without complaints on full-dose eliquis, consistent with the physician¿s standard discharge regimen. On (B)(6) 2026, the patient returned with chest pain and mild tachycardia, and transthoracic echocardiography demonstrated a circumferential pericardial effusion without tamponade physiology, along with a diagnosis of pericarditis. Pericardiocentesis was performed with drainage of approximately 250 cc of reportedly bloody fluid, and an indwelling drain produced an additional 120 cc overnight. The largest dimension of the effusion was not reported. The patient was on full-dose eliquis at the time of effusion detection and had also been on eliquis prior to the procedure. The patient was discharged the following day on colchicine and prednisone for pericarditis and was seen for follow-up on (B)(6) 2026, at which time she was noted to be in sinus rhythm post pvi ablation and doing well, with no recurrent pericardial effusion and no ongoing complaints. The reporting user indicated uncertainty regarding the direct cause of the effusion but expressed concern regarding multiple amulet device repositions and the amulet device itself, while also acknowledging prior watchman device attempts as a potential contributing factor. Additional follow-up information indicated that a transthoracic echocardiogram performed approximately on (B)(6) 2026 was normal; however, the patient continued to experience pericarditis and remained on colchicine therapy.